Event description:
The customer reported a falsely elevated alinity I total b-hcg result on a 34-year-old female patient. The following data was provided: (B)(6) 2026; sid (B)(6); initial result = 193.52 miu/ml, repeat result was <1.2 miu/ml. Colloidal gold test result= negative customer reference range: <25.00 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available.